Manufacturer narrative:
There is no indication the access accutni+3 reagent used in this event was sent to beckman coulter (bec) for evaluation. Four of the six samples (samples 3, 4, 5, 6) were sent to beckman coulter (bec) for investigation. Bec confirmed the customer's elevated accutni+3 results. An interference test using a mix of different blockers was performed, which demonstrated the presence of interfering substances. One blocker used in the test significantly lowered the signal. The investigation demonstrated that interference is the cause of the patient's falsely elevated accutni+3 results. Heterophile antibodies interference is addressed in the limitations section of the access accutni+3 instructions for use (IFU): "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." (B)(6).

Event description:
The customer reported repeatable, elevated troponin I (access accutni+3) results for one patient. Six samples from one patient were tested on two access 2 immunoassay systems (serial numbers (B)(4)) in the laboratory on five different days; the samples all generated elevated accutni+3 results. As a result of the elevated accutni+3 results, the patient was admitted to the cardiology unit with a diagnosis of myocardial infarction and was subjected to a catheterization. The results were suspected to be incorrect when there was no change in accutni+3 results after treatment. It is not known what date the patient underwent catheterization nor which result(s) led to the catheterization. Some of the patient's samples were sent to beckman coulter (bec) for testing. Prior to this event, access accutni+3 calibration passed on both instruments. After this event, system check passed on both instruments.